Event description:
The customer reported to baxter (B)(4) of a flo-gard IV solution admin set in which "the tubing has split about 5mm underneath the connection between the chamber and the tubing. Product was being set up to, however had not yet been connected to patient." The event occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection revealed that the roller clamp was approximately at the middle of the tubing in a close position. Approximately 5 mm below the chamber, a cut was visible on the tube. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.